Manufacturer narrative:
The insulin pump had trace download analysis confirmed the pump alarmed low battery alert and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery and replace battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had low battery. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.